Manufacturer narrative:
Additional product: controller, (B)(4). Device evaluated by manufacturer: yes. Product event summary: the controller 1.0 passed visual inspection, functional checks and system running test. This report was identified following the conversion of complaint files from the legacy complaint handling system following integration and is being submitted to report analysis results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: pump was not returned for evaluation. Controller was returned for evaluation. Review of the manufacturing documentation confirmed that the associated pump met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. Failure analysis revealed that the returned device passed functional testing and visual inspection. The reported electrical fault event was confirmed through log file analysis, which revealed 3 electrical fault alarms and 3 vad disconnect alarms on (B)(6) 2017. The first two electrical fault alarms were logged at 21:16:18 and 21:17:32 and indicated an open phase on the rear stator. At 22:08, two vad disconnect alarms were logged, indicating physical disconnections of the driveline from the controller, which is consistent with the reported event details in which the driveline was disconnected when the nurse was examining the connector. The vad disconnect alarms were immediately followed by an additional electrical fault, due to the rear phase not being connected, and another vad disconnect alarm. These alarms suggest an intermittent connection of the driveline to the controller. Considering that the driveline mated properly with the patient¿s backup controller and con 106305 mated properly with a test driveline during failure analysis, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the electrical fault event may be attributed to an improper connection between the driveline and the controller. Additional product: controller, con106305. Method code(s): 20, 3372. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event is related to another event reported under MFR number: 3007042319-2017-03565. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices: (B)(4) - controller 1.0 / catalog number 1403us / expiration date: 28-feb-2018. (B)(4). Yes, product received by manufacturer on 21-sep-2017. Device MFR date: 25-feb-2017. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient's controller began to have electrical faults on (B)(6) 2017. The driveline was examined by a bedside nurse and there was no evidence of trauma or damage. The driveline cover was pulled back to examine the driveline connector and the driveline was disconnected from the controller. The nurse attempted to place the driveline back into the controller, but was unable to reconnect it. The nurse exchanged the controller for the patient's back-up controller. The pump restarted promptly with no patient issues and no additional electrical faults were noted. No patient complications have been reported as a result of this event.